Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving insufficient therapy. An impedance check revealed high impedance on two contacts. Reprogramming was unable to provide resolution. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model). The doctor also electively explanted the patient's extension and anchor. Sufficient therapy was restored post-op.